Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2003 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a severe stage IV enterocele, severe stage IV vaginal vault prolapse, a cystourethrocele, and stress urinary incontinence. It was noted in the operative report that the patient underwent ¿enterocele repair that was very difficult and time consuming, using mesh.¿ the patient underwent the concurrent procedures of a laparoscopic appendectomy, a laparoscopic enterolysis, bilateral ovarian lysis, burch procedure, and suprapubic cystotomy with suprapubic catheter placement during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2006. (B)(4).